Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had 3 low flow alarms with slightly worsening dyspnea since the morning. Log files were submitted for review and captured low flow events on (B)(6) 2026 and (B)(6) 2026 that occurred when calculated pulsatility index (pi) was dynamic and elevated. It was additionally reported that the patient had elevated mean arterial pressure (map) and had right heart catheterization (rhc)/ramp with speed decreased. The low flow alarms were likely due to elevated blood pressures. There were no low flow alarms overnight. The rhc showed normal right and left sided filling pressures with preserved cardiac output at speed of 5100 revolutions per minute (rpm). A transthoracic echocardiogram (tte) showed nondilated left ventricle and severe tricuspid regurgitation (tr). The patient's medications were adjusted for blood pressure control.